Event description:
Boston scientific rec'd info that the right ventricular lead was surgically abandoned for an unk reason. An email was sent to the field rep in an attempt to obtain add'l info. No add'l adverse pt effects were reported. Add'l info was rec'd that the rv lead revision was due to noise observed on the ventricular channel. No adverse pt effects were reported. No add'l info is currently available. If add'l info becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.